Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determine.

Event description:
It was reported that the patient presented remotely via merlin.net transmission. Upon review of the transmission, it was discovered that the right ventricular lead was in high output mode. It appears the pulse generator went into high output mode because capture was not detected at 3.875 v. It was suspected that after turning on autocapture, the device was not tested, and this caused the high threshold. The device was reprogrammed. The patient was stable.